Manufacturer narrative:
The reported cartridge alarm 19 was confirmed. In addition another device issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during the loading process. The customer's blood glucose level was not impacted. After each alarm and using multiple cartridges, the customer was able to load a cartridge successfully onto the pump. The customer was to continue to use the pump to manage diabetes.